Event description:
It was reported that revision surgery was performed due to a soft tissue reaction. Devices were implanted in 2006.

Event description:
It was reported that revision surgery was performed.